Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, opening and crease flat. A microscopic analysis was performed which identify, a sharp edge opening assessed, as unidentified tear opening. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a opening sharp in the posterior side assessed, as unidentified (tear) opening.

Event description:
Explanting physician reported, "there was pain in the left breast. And the implant ruptured". The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Initial reporter postal code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reported "there was pain in the left breast and the implant ruptured." The device has been explanted and replaced with a non allergan device.